Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 7.6-8.1cm from the electrode tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due internal insulation abrasion were found at 8.1-1 0.5cm from the electrode tip. The etfe coating was intact at the same locations.

Event description:
It was reported that externalized conductors were observed. Lead was explanted.